Manufacturer narrative:
This report is based solely on the customer reported issue. Additional information has been requested, but no new information has been received. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported the gurney side rail stop weld is broken. The issue was discovered while in use with a patient. No patient injury was reported.